Event description:
A 30mm drill bit broke off during drilling of the pt's surgery, leaving approximately 1/2 of the drill bit deep inside the acetabulum. It was not removed due to the depth of the broken piece.